Event description:
On (B)(6) 2022, this 82-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services he experienced an abdominal infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic presented with serratia marcescens in the culture and a wbc count of 1431/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient is advancing in age and more than likely did not adhere to all aseptic precautions during ccpd therapy on the liberty select cycler at home but could not be confirmed. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) ceftazidime at 1000 mg every day for two weeks and ip gentamycin at 0.6 mg/kg body weight every day for two weeks. The patient recovered from his symptoms but has experienced diarrhea as a side effect of the antibiotics. It was affirmed the patient¿s diarrhea was solely attributed to antibiotic therapy and not due to pd therapy or the use of any fresenius product(s) or device(s). It was confirmed, though the root cause of this adverse event remains unknown, there was no indication this patient¿s peritonitis was due to a malfunction or deficiency of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis remains unknown; however, this adverse event may have been attributed to non-adherence to aseptic technique during ccpd therapy and not involving a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Non-adherence to aseptic technique is the leading cause of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human urinary, gastrointestinal, and respiratory tracts (3). Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022, this 82-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services he experienced an abdominal infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic presented with serratia marcescens in the culture and a wbc count of 1431/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient is advancing in age and more than likely did not adhere to all aseptic precautions during ccpd therapy on the liberty select cycler at home but could not be confirmed. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) ceftazidime at 1000 mg every day for two weeks and ip gentamycin at 0.6 mg/kg body weight every day for two weeks. The patient recovered from his symptoms but has experienced diarrhea as a side effect of the antibiotics. It was affirmed the patient¿s diarrhea was solely attributed to antibiotic therapy and not due to pd therapy or the use of any fresenius product(s) or device(s). It was confirmed, though the root cause of this adverse event remains unknown, there was no indication this patient¿s peritonitis was due to a malfunction or deficiency of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler following this event.